Event description:
It was reported that during a prostate procedure, the ¿iber broke at the "insertion in the handle¿ at (B)(4) joules and 14:03 minutes of use. The procedure was completed with a second fiber and the total energy and time was (B)(4) joules and 18:43 minutes of use. Patient outcome: no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks; fiber ID label is missing so the serial number cannot be obtained. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.